Event description:
It was reported that intermittently there was no image displayed on left, live monitor during fluoro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated, the battery was replaced, and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.